Manufacturer narrative:
(B)(4). For 2 of the 2 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. To resolve 1 of the 2 reported events, the suction unit muffler was replaced. To resolve 1 of the 2 reported events, the kinked internal tubing was reset to resolve the reported issue.

Event description:
This report summarizes 2 malfunction events. A review of the events indicated that model 1009-9212-000 anesthesia gas machine experienced a malfunction causing a loss of suction. These reports were received from various sources. Of the 2 events, 1 did not involve a patient, and 1 did involve a patient. No patient information was available.